Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and the pump shutdown as expected. Reportedly, the customer experienced an elevated blood glucose (bg) reading; value was not provided. Reportedly, correction boluses were delivered to address the elevated bg.